Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a change in the intrinsic morphology. There was an untreated event in february that showed t-wave oversensing due to an elevated s-t segment. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The patient was working at the time of the shocks and fell. The patient is getting an MRI because of the fall. The device sensing vector was set to the primary vector. Technical services advised some programming options. An x-ray was done and reviewed. System testing found low intrinsic amplitudes in all three sensing vectors. The doctor indicated the patient ejection fraction had resolved and is now 50 percent. The doctor is reviewing the need for the implanted system at this point. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a change in the intrinsic morphology. There was an untreated event in february that showed t-wave oversensing due to an elevated s-t segment. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes and noise. The patient was working at the time of the shocks and fell. The patient is getting an MRI because of the fall. The device sensing vector was set to the primary vector. Technical services advised some programming options. An x-ray was done and reviewed. System testing found low intrinsic amplitudes in all three sensing vectors. The doctor indicated the patient ejection fraction had resolved and is now 50 percent. The doctor is reviewing the need for the implanted system at this point. The system remains implanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise via a change in the intrinsic morphology. There was an untreated event in february that showed t-wave oversensing due to an elevated s-t segment. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.